Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17759080l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. It was reported that during the procedure, after the ablation started, the temperature of the thermocool® smart touch® sf bi-directional navigation catheter soared. The thermocool® smart touch® sf bi-directional navigation catheter was removed from patient¿s body. Clotting was noticed stuck to the tip of the catheter. The catheter was replaced and the issue resolved. The procedure was completed without patient consequences. Additional information was received on june 17, 2018 on the event. It was clarified that the material found stuck to the tip of the catheter was coagulum. The patient did not exhibit any neurological symptoms since the procedure was completed. It was also stated that the physician decided to stop the procedure due to the temperature rise noticed. It was confirmed that the temperature cut-off was never reached. No error messages or product problem were observed. The generator was set to power control mode. The noted power was 20-30w for ablation. There is no information if they were using anticoagulant or just saline solution. Additional information is being requested to follow up on the procedure cancellation reported on the response received. With the information available, the procedure cancellation is not reportable as there¿s no evidence that the physician considered cancelling the procedure represented a potential risk to the patient. The temperature issue was assessed as not reportable. Although the incidence of high temperature reading occurred, it was confirmed that the temperature did not exceed any cut-offs. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The coagulum observed on the catheter tip was assessed as a reportable malfunction.

Manufacturer narrative:
Investigation summary: the biosense webster inc. Failure analysis lab received the device for evaluation on 8/3/2018 and it was noticed that the device was returned in the condition reported as a coagulum was found at the distal tip. This issue remains MDR reportable. Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. After the ablation started, the temperature of the thermocool® smart touch® sf bi-directional navigation catheter soared. The thermocool® smart touch® sf bi-directional navigation catheter was removed from patient¿s body. Clotting was noticed stuck to the tip of the catheter. The catheter was replaced and the issue resolved. The procedure was completed without patient consequences. Additional information was received on june 17, 2018 on the event. It was clarified that the material found stuck to the tip of the catheter was coagulum. The patient did not exhibit any neurological symptoms since the procedure was completed. It was also stated that the physician decided to stop the procedure due to the temperature rise noticed. It was confirmed that the temperature cut-off was never reached. No error messages or product problem were observed. The device was visually inspected and coagulum was observed on the tip. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. Then, deflection test was performed and it was found within specifications, the catheter was deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding coagulum was confirmed. The root cause of the coagulum observed cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the procedure. Manufacturer's ref. No: (B)(4).